Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic on (B)(6) 2019. Upon review, it was found the right ventricular lead exhibited multiple episodes of noise reversion since (B)(6) 2018. Lead impedance was slightly lowered but remained in range. No interventions were performed and the lead remained implanted. The patient was asymptomatic.